Event description:
It was reported that the right ventricular (rv) lead had high thresholds.the rv lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the proximal segment of the lead was returned and analyzed. No anomalies were found; however, visual analysis revealed the outer tubing overlay was melted, had cosmetic environmental stress cracking, and had blood/body fluid. The outer insulation had a cosmetic depression. The defibrillator conductor had blood/body fluid (not obstructed).